Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. A root cause could not be determined from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range = 2.5 - 3.5. On (B)(6) 2016: inratio inr = 5.3; lab inr = 3.4. On (B)(6) 2016: inratio inr = 5.6. On (B)(6) 2016: inratio inr = 5.5. Unknown date: inratio inr = 5.4. No reported adverse patient sequela.